Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with th due to menorrhagia, dysmenorrhea and genuine stress incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, laparoscopic bso, lysis of extensive abdominal and pelvic adhesions on (B)(6) 2011 due to left pelvic mass. No additional information was provided. (B)(4).